Event description:
It was reported that the pump experienced a cartridge change error. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support guided the customer through several troubleshooting steps, including inspecting and cleaning the pump, but loading the cartridge was unsuccessful. Consequently, the case was escalated for further troubleshooting.